Event description:
It was reported that a patient had no stimulation sensation the day of the report. It was noted that the patient adjusted stimulation the day prior and hadn¿t felt stimulation since then. The reporter stated that the patient was instructed by her healthcare provider to gradually increase stimulation up to 9.0 volts and the patient was currently at 7.9 volts on group 1. It was reported that during troubleshooting, the patient was constantly pushing buttons and was reporting screens that had a plus and minus sign on them and she couldn¿t understand which arrows to push to move the selection box around the screen to change groups. It was noted that the patient was able to get to group 4 and the intention was to change to group 2 but the patient went the wrong way. The patient pressed other buttons and it was unclear if that patient changed to group 4 or not. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va09jkj, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).